Manufacturer narrative:
Siemens filed the initial MDR (B)(4) on (B)(6), 2019. 02/20/2019 additional information: additional information received for section e4 of form 3500a. The answer is "no". A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed the following: - checked the acid and base tubing - replaced the cuvettes, tips, reagent and quality control (qc) lots - redid the calibrations and the qc. The instrument was then fully functional within optimal parameters. No errors appeared after the above actions were performed. The fse did not find an instrument problem. The issue was resolved with replacement of reagents, of consumables, and recalibration as part of normal routine instrument troubleshooting. Based on the investigation, no product problem was identified. The instrument is performing within specifications. No further evaluation of the device is required. MDR (B)(4) supplemental report 1 was filed for the same event.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. Siemens healthcare diagnostics is investigating. MDR 1219913-2019-00016 was filed for the same event.

Event description:
A (B)(6) advia centaur xpt hcv (ahcv) result was obtained on a patient sample. The result was considered discordant with historical data of the patient. A redraw sample was tested and the results was (B)(6). The sample was tested again on an alternate method and at another private laboratory. The results were (B)(6) with high viremia. It is unknown of patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xpt hcv result.